Manufacturer narrative:
The biomedical engineer (bme) reported that the hard drive (hdd) in slot 2 of the central nurse's station (cns) failed. He stated that the cns was stuck in a boot loop and once he removed the second hdd, they were able to get the cns back up. He will be provided with a replacement hdd. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the hard drive (hdd) in slot 2 of the central nurse's station (cns) failed. He stated that the cns was stuck in a boot loop and once he removed the second hdd, they were able to get the cns back up. No patient harm was reported.